Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the device associated with this report was not returned for evaluation. Review of a provided photograph of the device confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor broke when impacting trial.